Event description:
It was reported that the in office measured battery voltage readings (2.54v, then, upon repetition 2.03v) were lower than the elective replacement indicator voltage, with no elective replacement message displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated a low telemetered battery voltage condition. On (B)(6) 2010, the battery voltage with telemetry was 2.03v and the daily measurement was 2.88v. The device is part of the advisory for this model.